Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink duo-vent secondary medication set leaked during prime. It was further reported unspecified "antibiotics have run through half way on the floor" while the user was "trying to prime the tubing and could not get the roller clamp to effectively shut off the medication". The event occurred during prime; therefore, there is no patient involvement. No additional information is available.